Manufacturer narrative:
The reported field event of stripped set screw issue was verified in the laboratory. The setscrew was found to be completely backed out from its connector block as a result of unscrewing the setscrew too far. The setscrew was re-engaged with the connector block and operated normally in affixing a test lead to the device. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02196. It was reported that lead dislodgement was observed on the left ventricular (lv) lead. The lead was repositioned successfully. After inserting the lv lead into the header of the device, the set screw was stripped when the physician used wrench to secure the lead. Another wrench was used with the same result. The device was explanted and replaced. The patient was stable.